Manufacturer narrative:
G4: 16feb2020 b4: (B)(6) 2020. The customer only reported that the ventilator is in good condition. No additional information has been provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04sep2019.

Event description:
The customer reported a ventilator with a blower issue. There was no patient involvement / harm.